Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (B)(6) 2022. During the procedure, it was reported that suture broke/unraveled. It was not reported whether the detached piece remained in the patient or if additional intervention was required to retrieve it. The procedure was completed and there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown.